Event description:
A malfunction code was reported but there were no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The malfunction was identified as being resettable, and while the customer had not yet performed a reset due to not having the necessary charging equipment, technical support provided instructions for the procedure. The customer planned to follow up if further assistance was needed or if the issue reoccurred.